Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the kincise anterior broach adapter device was stuck inside kincise automated surgical impactor device. There were no reports of delays in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the functional assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. Anvil damaged. Investigation is based on the assessment performed by the complaint technical investigator. The device failed the following inspection criteria¿s during the functional assessment: 2.4.2 visual assessment. 2.5.1 cloverleaf fitting assessment. 2.5.2 cloverleaf fitting locking assessment. 2.5.3 cloverleaf fitting removal assessment. 2.6.3 locking latch attachment assessment. 2.7.1 locking latch attachment assessment. The kincise cup-adapter was visually and functionally assessed and determined to fail the cloverleaf fitting assessment because it is stuck to the kincise impactor, consistent with the adapter not properly secured ¿ user error. The adapter was forcibly removed, and the cloverleaf end was noticeably damaged and the broach was pried out of the adapter, and the guide pin was observed damaged, preventing the broach from assembling\disassembling on the adapter, consistent with broach not properly secured - user error. Also, the impactor locking collar is damaged due to the stuck adapter not properly secured ¿ user error. No further action is required at this time since the issues are consistent with user error. The most relevant root cause is linked to improper handling - user error. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.